Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure. It was reported that there were dark images. The site stated that they noticed dark images in both 2d and 3d and that was intermittent. No patient was present at the time of the event. Additional information was received stating that no troubleshooting was performed at the time of the event.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The manufacturer representative (rep) went to the site to test the imaging system. The site stated that the system had dark images. The issue seemed to be intermittent and happened only with certain patients. The rep decided to check out the doses using the dosimeter, and found out the max fluoro doses were out of specs. They recalibrated the x-ray generator and performed the dose tests they were all within spec. They completed both 2d and 3d image quality tests. The system performed as intended. The system was fully functional and ready for clinical use. If information is provided in the future, a supplemental report will be issued.